Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center. During the evaluation it was noted that there was a blockage of the filter inside the exhalation valve circuit that was due to dirt contamination inside the delivery valve circuit that had caused the active exhalation verification test step to fail on the device. In conclusion, the device's inline filter, proportional valve, and three-way (3-way) valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fio2 verification test step had failed on the device. The inline proximal filter was replaced to address this issue. This was unrelated to the reportable issue. The device passed all final testing.